Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray review indicates the tibial component exhibits approximately 3-4° varus coronal alignment, which increases stress and increases risk of component loosening. There is radiolucency at the medial tibial tray metal-bone interface suspicious for loosening. General bone quality appears normal. Tibial component and articular surface were returned and dimensional evaluation of the tibial component indicates that the part is within the measurable print specifications. Visual evaluation of the tibial component verifies nicks and gouges onto the inferior and superior surface and one side of the keel. There is bone cement that remains onto the four plug holes of the tibial component. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per package insert persona-the personalized knee system, loosening and pain are known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient experienced pain one year post-implantation. It was further reported the patient underwent a revision procedure approximately two years post-implantation due to pain and loosening. No additional patient consequences were reported.